Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use electrosurgical knife ball part of the distal end came off when wiped. The issue occurred during an endoscopic submucosal dissection and was completed with an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the device expiration and manufacturing dates. Updated fields: d4 (expiration date) and h4.

Event description:
No additional information provided by the customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction: d7a this supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported event was concluded to have been caused by the tip fracturing and detaching from the electrode. It is possible that the chip cracked due to the following factors: 1) electrode melted due to electrical discharge and the melted electrode adhered to the tip. Discharge between the part adhered the melted electrode and the electrode occurred during output activation and the electrical breakdown occurred. 2) thermal shock due to sudden temperature change of the tip a likely mechanism causing the tip detachment might be the following: (1) due to the factor described below, electrical discharge between the tissue and the electrode occurred during output activation. The high-frequency output was set too high the electrosurgical unit was used in the coagulation mode. The output activation time was too long. (2) high heat might have been locally applied to the electrodes and tip. The tip melted and cracks developed. The fixing strength of the adhesive securing the tip decreased. (3)a force to wipe the tissue off the electrode with gauze was applied to the cracked area, causing the tip to crack and detach. However, the exact cause of spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.